Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response (atr) episodes due to oversensed noise during an ablation procedure performed. Additionally, it was noted that the date of the events appeared to be incorrect. Technical services (ts) was contacted and noted that the ICD was likely connected with a programmer with incorrect date and time. Ts recommended in person follow up to update to the correct date and time. This ICD remains in service. No adverse patient effects were reported.